Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Data for the event date of (B)(6) 2026 was reviewed. No malfunction alerts, factory reset events, or motor errors were identified that would indicate inaccurate insulin delivery relative to delivery requests. A dexcom g7 sensor was in use, alerts were generated appropriately, insulin delivery requests occurred at regular intervals, and the ilet adjusted insulin dosing in response to cgm glucose values as intended. The reported hyperglycemia began after the user changed to a slower-acting insulin, and no evidence of an ilet device malfunction was identified. No product was returned for evaluation. From the available evidence, device failure was unconfirmed, and the ilet was found to have functioned according to its design specifications and intended use.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 364 mg/dl following a reported change to a slower-acting insulin. The user later reported they were in diabetic ketoacidosis (dka). No long-term health effects were reported.